Manufacturer narrative:
Device review: the device was evaluated by a field service technician following the event. During the investigation, the temperature displayed on the machine was 36.5 degrees c and the temperature on a hand-held meter was 37.0 degrees c. The uf pump stroke volume was found to be 24.5 ml for 24 strokes. The field technician calibrated the temperature sensor and uf pump. During the subsequent functional checks, the displayed temperature and the temperature on the hand-held meter were 37.0 degrees c and the uf pump stroke volume for 24 strokes was 24.0 ml. Conductivity, hydraulic pressure, diasafe, selftest, leak, and all functional tests passed. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications. System level review of the 2008k machine's concomitant products find that the complaint is not confirmed as complaint samples are unavailable for investigation and the complaint lot numbers are unknown.

Event description:
A user facility's biomedical engineer reported that a patient expired with two minutes left of treatment. The biomedical engineering also reported there was no issue with the device. They tried to resuscitate the patient. The patient was sick with pneumonia. The manufacturer's regional equipment specialist evaluated the device post event and the device passed all tests.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.